Manufacturer narrative:
Additional information received - the reporter indicated the lens was explanted due to elevated intraocular pressure, narrowing of the angle and shallowing of the anterior chamber depth. The patient complained of a headache. Results: (operational problem): visual inspection of the returned product found pieces of both haptics torn off and missing. The lens was returned dry and there was evidence of clear surgical. Conclusions: (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to high vault and pressure spike. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.